Event description:
Pt admitted with gunshot wounds to chest. Chest tube system placed for autotransfusion. Shortly after blood infused, pt arrested and died. After investigation, it was determined that the collection chamber had not been purged of air leading to a possible air embolism as cause of death. Autopsy revealed other possible causes of death also.